Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'air detector faulty, clarified as the device will throw an error that there is air in the tube' was not reproduced. A review of the event history log revealed multiple 'reload set! And 'air in line!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor which would contribute to false 'air in line!' Alarms. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in the tube however no bubbles were seen. The event happened during testing. There was no patient involvement. No additional information is available.